Event description:
Per the clinic, the patient was also treated with IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient developed a skin flap infection. The patient was treated with oral antibiotics (specific date and duration not reporetd), however, the issue did not resolve. Subsequently, the device was explanted on february 02. 2023. Reimplantation is planned but had not taken place at the time of this report.